Event description:
Light head fell from support. The light was removed from the ep lab. It was examined for broken or loose parts. The area was searched for any parts but none were found. The 3 screws holding the light head arm at the swivel joint failed. The safety retaining ring was missing inside the swivel joint.====================== manufacturer response for portable surgical light, harmony la 500======================the service representative came into the facility and repaired it. The light is back in service.